Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device has a broken jaw. Jaw broke-off near the trap door pin. The device met all material specifications as received. The breakage on the device appears to be a brittle failure mode that sheared-off the upper portion of the trap door. This type of event is typically caused by user mechanical damage from dropping the device or hitting the device against bone or another device. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff surgery the tip of the scorpion was broken into two pieces when the doctor ripped off the cuff. One broken piece was found but they were unable to retrieve the other broken piece. An x-ray was taken but they were unable to find anything. The procedure was completed.